Manufacturer narrative:
The complaint was received on (B)(6) 2021 sent by the complainant on (B)(6) 2021. The date of awareness was (B)(6) 2021 according to the report. The lot is unknown. A historical data review was performed on the device number which did not identify a trend on the complaint event.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the 5.5 x 70 mm headless compression screw did not advance and became stuck when the surgeon tried to removed the screw, the head pop off with the screw. The implant was remained in the patient and the surgeon used an additional screw fixation. There was an unknown surgical delay. The procedure successfully completed. Patient outcome is unknown. Concomitant device reported: unk - screwdriver: (part#unknown; lot# unknown; quality:1) unk - guide/compression/k-wires: (part#unknown; lot# unknown).